Event description:
During a procedure to place an additional conformance gore tag thoracic endoprosthesis in the aortic arch, the device moved slightly proximal during deployment. The physicians intended to partially cover the left common carotid artery (lcca); however, it encroached further over the lcca than was intended. The lcca still had sufficient blood flow though, and there were no adverse consequences to the patient. The device was deployed per the instructions for use. It appeared the proximal movement may have been due to the stent-graft catching on the bare wires at the proximal end of the previously implanted stent-graft.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.